Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported separation distal to the guide was able to be confirmed. A review of the electronic lot history record for the reported lot revealed no non-conforming material reports, indicating all lot release testing met specifications. A query of the complaint-handling database indicated there were no similar incidents reported from this lot for this issue. In this case, there were no untoward patient effects reported. Based on the information reviewed for this lot, it was determined that this was an isolated incident and not representative of the entire lot. This type of reported event will continue to be monitored per local quality system procedures.

Manufacturer narrative:
(B)(4). The safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device with a 8fr sheath, after a coronary interventional procedure. Reportedly, during device removal, the sheath separated where the "silver and black part meet". There was no resistance felt when attempting to remove the proglide device. The sutures of the proglide device achieved hemostasis. The left common femoral artery was accessed and a snare was used to remove the separated shaft. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.